Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system cannot emit x-ray. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the exposure was not possible using the allura system. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.